Event description:
The stent (subject device) was used in the medical procedure. However, once the microcatheter was positioned at the target location and the physician started deployment of the stent, resistance was encountered and after partial deployment of the stent it could not be deployed smoothly. The physician replaced both the devices; the microcatheter and the stent and completed the procedure successfully. No clinical consequences were reported to the patient.